Manufacturer narrative:
The used company cartridge was not returned for evaluation. A photo was provided. The photo was of a single-piece (non-toric) lens. Linear marks were observed near the upper region of the lens. No determination for the cause of the observed marks can be made from the photo. Qualified associated products were indicated. The root cause for the reported lens damage could not be determined. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
Information was provided by the surgeon and it was further clarified that the injector had issues. The damage in the nozzle may indicate a handpiece issue.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been one other complaint reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during the intraocular lens implantation scratches were noticed on the lens. The scratches were not in the visual axis, hence the lens was not explanted. It was reported that before any intervention decisions are taken the surgeon would like to look at the post operative refractive results. The lens was inspected visually before the surgery and were properly folded for less than three minutes as per the instructions. The surgeon does not think that the scratch on the lens was due to bad positioning in the cartridge. Additional information has been requested.